Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the system 2d pyxis showed there was a stockout of liquid cups, but no stockout report printed from the printer, and no report showed up on the health sight viewer (hsv). A technical support specialist (tss) confirmed with the customer that the issue was intermittent and did not show up on the health sight viewer (hsv) but were able to service their patients by loading the needed medication into the pyxis. Also, the tss stated that the stockout did not appear in the hsv and no report was printed, which caused a gap in notification. Based on the initial review, this type of behavior can occur if the pyxis reporting service or health sight interface experienced a brief communication delay, or if the stockout event was not fully transmitted due to network or interface synchronization issues. The tss stated that if the issue occurs, next steps will be to coordinate with the information technology (it) team to verify network stability and interface health. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es shown there was stock out of liquid cups, but no stockout report prints from printer, and no report shown up on health sight viewer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es shown there was stock out of liquid cups, but no stockout report prints from printer, and no report shown up on health sight viewer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.